Event description:
It was reported that this event occurred in the pediatric intensive care unit, on a male pt, (B)(6) old, weighing (B)(6), with systemic lupus erythematosus. On oct 25th, the catheter was inserted into the pt's left axillary vein, then an x-ray was taken and pt was infused smoothly. Oct 29th, the pt complained of pain when receiving infusing. At 4 pm that day, an ultrasound inspection was performed. It showed subcutaneous swelling when infused. A few minutes later, the nurse changed the dressing. It was discovered that the extension tube was 2cm out of pt's body, and the other 10cm had "disappeared". Both the clinical doctor and nurse suspected the residual catheter was still in the pt's body. On oct 31, doctors confirmed the residual catheter was in the pt's pulmonary artery. Via a minimal invasive method, they were able to completely remove the residual catheter. The pt is stable and remains under observation.

Manufacturer narrative:
(B)(4). Sample will not be returned.